Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the external pulse generator (epg) had a broken ventricular connector. It was also noted that there was contamination inside of the atrial connector. It was also found that the hanger was broken. The battery wires and liquid crystal display (lcd) wires were pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.